Manufacturer narrative:
One cadd legacy 1 pump was received in fair condition with a cracked housing and scratched screen. There was no evidence of the reported issue in the event history log. The moment the device was powered up the device started double beeping. The issue was caused by the downstream sensor which will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.